Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a delay on primary sync server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, there was a delay on primary sync server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section b describe event or problem, section d: medical device brand name and concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a temporary hang or timeout in the data synchronization service. A technical support specialist restarted the data synchronization service, verified that synchronization information showed the current last upload and download, and confirmed that all transactions were current. The customer verified issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.